Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed error message which stated that fatal error had occurred on the underlying data source. A technical support specialist dialed into the device and found no error messages displayed on the screen. They logged into the station and confirmed that no errors were present. The technical support specialist then dialed into the station and shrank the database to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a fatal error message notified. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.